Event description:
It was reported that during the rv lead revision they were unable to establish rf telemetry with the device. Telemetry on this device was still functional for inductive telemetry, just not for rf. Device change out was discussed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company representative.